Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the t-handle ball hexagonal screwdriver would not engage into the recess of the cannulated connecting screw percutaneous instruments for nails and is worn. Also, the threads of the connecting screws were slightly stripped during the orthopedic procedure. They used a different synthes ball hexagonal screwdriver to complete the procedure. There was a surgical delay of three (3) minutes. Procedure was successfully completed. No patient consequence. This report is for one cann connecting scr f/percutan instruments for nails-ex. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: device interaction/functional visual inspection: the cann connecting scr f/percutan instruments for nails-ex (part # 03.010.404/ lot #u336377) was received at us cq. The internal and external threads of the device were in good shape. There was no damage to the device that would impact device functionality. Functional test: functional testing was performed by connecting the t-handle ball hex screwdriver with the returned cann connecting scr f/percutan instruments for nails-ex. The ball hex was able to insert however rotating the connecting screw was not consistent due to the stripped condition of the ball hex. The device interaction issue is isolated to the ball-hex as it was stripped. The cann connecting scr f/percutan instruments for nails-ex did not contribute to the issue thus there was no defect found and the complaint was not confirmed for the connecting screw. Can the complaint be replicated with the returned device(s)? Yes, but the issue is isolated to the ball-hex driver. No defect identified with the connecting screw. Dimensional inspection: dimensional inspection was not performed as there was no defect with the connecting screw and the device interaction issue was attributed to the t-handle ball hex screwdriver. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) conclusion: the overall complaint was not confirmed for the received cann connecting scr f/percutan instruments for nails-ex as no defect was found. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 03.010.404 synthes lot number: u336377 supplier lot number: u336377 device history review a DHR file could not be reviewed as it has not yet been scanned into tungsten as of jan 21, 2020. Jde confirmed that the lot was released for sale mar 26, 2019 and an etq mdd non-conformance module search confirmed that no ncrs were made during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.